Event description:
Patient was treated in 05. Immediately post treatment the doctor noticed many superficial burns on left side of face. Doctor inspected the treatment tip and noticed a burnt mark on the membrane.